Event description:
It was reported that tandem mobi pump issued cartridge alarms during the loading process, including confirmed cartridge alarm 30. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged shipment of replacement pump.